Manufacturer narrative:
Physical investigation of product is not anticipated as reporter indicated device was discarded. Investigation will be performed per adc's established processes and procedures, and a report will be submitted upon completion of investigation activities. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An alarm issue was reported with the abbott diabetes care (adc) device. The low glucose alarms did not sound and the customer was not alerted of changes in glucose level. The customer experienced no symptoms and was provided sugar water for treatment by a non-healthcare professional. There was no report of death or permanent impairment associated with this event.